Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of unknown and insulin pump was not working and insulin pump had many insulin pump error. Customer's mother did not provide any symptoms regarding to high blood glucose episode. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08710 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test. Device uploaded properly using carelink. Device powered up properly after the test battery was installed. Device was monitored for 1 day. No blank display or unexpected e/a alarm noted. Device had minor scratched display window, cracked belt clip slot and a scratched reservoir tube window. (B)(4).